Manufacturer narrative:
The table subject of the report event was returned to steris quality for evaluation. The table was cleaned and tested; no issues were noted. The table was returned to use and no additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, the doctor using the facility's ot 1200 orthopedic surgical table was unable to position the table's leg spar using the push button. The doctor attempted to utilize the table's trigger release which allowed the leg spar to position. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.